Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. One sample was returned by the customer for review. The customer returned the pusher wire, cartridge with filter inside and dilator. There was no damage found to any of the returned components. Upon visual inspection, no damage was observed on the filter. The filter was placed in warm conditions and functioned as intended during opening. Additionally, no evidence of filter implantation was identified during this examination. Based on the sample provided, the reported complaint could not be confirmed. As the complaint could not be confirmed, no corrective actions are deemed necessary at this time. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
A customer reported that during a femoral vein filter implantation, there was an incomplete opening of the filter implanted in the body. There was no patient injury.